Event description:
It was reported that the customer had high blood glucose but not hospitalized. The customer's blood glucose level was 572 mg/dl. The customer decline to troubleshoot due to replacement insulin pump being sent. The customer was advised if issues continued with replacement pump to call helpline for troubleshooting. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.